Event description:
It was reported that the patient experienced discomfort since this insertable cardiac monitor (icm) implant. Reportedly, the patient was diagnosed with covid, and when the covid resolved, the discomfort continued. The physician scheduled the patient for a pocket revision and intended to reposition the icm. However, the physician made the decision of explant the device and implant a new one. The product was returned for analysis. No additional adverse patient effects.

Event description:
It was reported that the patient experienced discomfort since this insertable cardiac monitor (icm) implant. Reportedly, the patient was diagnosed with covid, and when the covid resolved, the discomfort continued. The physician scheduled the patient for a pocket revision and intended to reposition the icm. However, the physician made the decision of explant the device and implant a new one. The product was returned for analysis. No additional adverse patient effects.

Manufacturer narrative:
Correction: h6 field: impact codes updated. Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. The device passed the returned product testing. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations of discomfort and surgery.